Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon dilatation catheter was advanced; however, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good.